Event description:
It was reported that the right atrial lead exhibited noise oversensing while the right ventricular lead exhibited a failure to capture and noise oversensing causing pacing inhibition. The physician capped the right atrial lead and right ventricular lead on (B)(6) 2024. The patient was in stable condition throughout the procedure.